Event description:
The complainant reports the 'low-pressure' retention balloon was broken while the system was being shown to doctor. The system was not used by or on the patient.

Manufacturer narrative:
Add'l info was received on 04/28/2015 confirming the correct email address for the convatec sales rep. Add'l info was also received on 04/30/2015, confirming that the product defect was observed "out of the box." The balloon was broken when the sales rep inserted her finger into the retention balloon cuff finger pocket to simulate the guidance during device insertion. The balloon was not inflated due to the fact that it was initially broken before this particular step. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 05/07/2015.

Manufacturer narrative:
Add'l info was received on 07/02/2015. Third party manufacturer reviewed the routers that were used to manufacture lot # 13vm528516 and there were no deviations or discrepancies noted and the lot was manufactured without incident. In addition, the retain samples for this lot were inspected and found to be functional and non-defective. Each retain sample tested functioned properly and without incident. After a thorough batch review, no discrepancies or non-conformances were found. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info becomes available, a f/u report will be submitted. Reported to the FDA on 07/28/2015.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional event information is being requested. Should additional information become available, a follow-up report will be submitted.